Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. Should investigation has completed, a new supplemental report will be reported.

Manufacturer narrative:
(B)(4) new information: the caller reported a bug, which was that it was possible to deliver radiofrequency while pacing from the ablation catheter using a smartablate¿ system rf generator. The day after the bug occurred, it had disappeared. The caller also mentioned that after a discussion about that bug with another clinical specialist it seems that it may come from a parameter in piu. No issue with the carto 3 mapping system. The procedure could be pursued despite the bug. (B)(4) it was reported that there was a system bug on smartablate pump. The bug stayed possible to send radiofrequency waves during stimulation from the ablation catheter, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Repair follow-up was performed and device will not shipped for service. Service was declined. Complaint was unable to confirm.

Manufacturer narrative:
(B)(4). The hardware investigation has begun but it has not been completed at this time.when the investigational analysis has been completed, a supplemental 3500a report will be submitted.

Event description:
It was reported that during an ablation procedure, it was possible to deliver radiofrequency while pacing from the ablation catheter using a smartablate¿ system rf generator. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Bwi takes conservative approach to report this event.